Event description:
Cushion sealed manual resuscitation mask deflates over time which renders mask inoperable if not reinflated. Design of mask with plastic plug instead of a one way valve could have potential for adverse event at time of a resuscitation emergency. MFR recommendation is to reinflate mask periodically. Also, when mask deflated, the cushion seal material breaks down into a powdery substance and renders the mask inoperable and incapable of reinflation.